Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure to treat internal hemorrhoids performed on (B)(6) 2025. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure to treat internal hemorrhoids performed on (B)(6) 2025. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with five bands attached, one of which was overlapped. Additionally, the bands appeared damaged, and the teeth were found to be bent. Furthermore, the handle showed marks indicating that the trip wire had been secured. No other problems with the device were noted. With all the available information, it was observed that the ligator housing was returned with five bands attached, one of which was overlapped. Notably, the bands appeared damaged, and the teeth of the device were found to be bent. Additionally, the handle showed marks consistent with the use of a trip wire that had been secured. This failure mode may be related to the technique employed by the physician or the manner in which the device was handled during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure interfered with the handle's functionality, making it difficult to deploy the bands properly. The damage observed on the ligator housing teeth suggests that excessive force may have been applied, potentially during insertion or manipulation of the device. This could have compromised both the structural integrity of the teeth and the performance of the handle during deployment.